Manufacturer narrative:
Upon disassembly, corrosion was discovered in the motor, rotor, and press plug, and the bearings and nose housing were found to be damaged.

Event description:
It was reported that the micro saggital saw ran without user activation during a podiatry case. There were no patient or user injuries, and no adverse consequences.